Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9610726-2011-00111.

Event description:
It was reported that, "dr. (B)(6) removed the above implants and replaced with triathlon ts implants for added constraint and stability. Dr. (B)(6) noted the original implants were not aligned properly, particularly on the tibial component. The primary tka was performed out of town by a different surgeon.